Event description:
It was reported that a spectrum pump alarmed air in line. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device alarmed air in line. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported events. The reported condition was verified. Evaluation inspected the device and performed ultrasonic sensor calibration verification which passed. No correction is required. During evaluation the device had low audio level. The cause was identified to be a detached speaker, the rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device alarmed air in line. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported events. The reported condition was verified. Evaluation inspected the device and performed ultrasonic sensor calibration verification which passed. No correction is required. During evaluation the device had low audio level. The cause was identified to be a detached speaker, the rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.